Event description:
During an acl reconstruction procedure, the guide wire broke off when implanting the screw. The wire was removed without realizing that pieces of the wire was missing. Eight or nine months later, the pt was readmitted and "some of the wires" were removed. It is suspected that there are still some fragments left in the knee.